Event description:
Per the info provided to co by the physician's office, the device was removed due to "tubing pulled out of connection on one side." As reported to co, the entire device was removed and replaced with another device produced by the same MFR.